Event description:
This is report 1 of 3. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. The patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The occurrence date of this event is unknown, however, it was reported the event took place in (B)(6) 2013. A batch review was conducted for the potentially associated lot number h13a18021 and h13a27022. No exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. Same patient as cmplnt (B)(4).